Manufacturer narrative:
Analysis of the provided informations/files permit to establish that the reported event is caused by a issue regarding print queue/list. The print queue/list was stuck at the time the event occurred, and unlocked after a few time. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on 11-june-2025, the pdf message printing is too long.